Event description:
The customer contacted stryker to report that they were unable to press the options button to enter the setup menu on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify and duplicate the reported issue. A cause of the reported issue could not be determined. The customer has been provided with a replacement device. The customer's device was scrapped by stryker.

Manufacturer narrative:
Section d4 catalog # of initial MDR indicates: (B)(4). Section d4 catalog # of initial MDR should indicate: (B)(4). Section d4 serial # of initial MDR indicates: (B)(6). Section d4 serial # of initial MDR should indicate: (B)(6). Section d4 primary device identifier (di) number of initial MDR indicates: (B)(4). Section d4 primary device identifier (di) number of initial MDR should indicate: (B)(4). Section h4 manufacturing date of initial MDR indicates: 12/03/2024. Section h4 manufacturing date of initial MDR should indicate: 03/26/2025. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were unable to press the options button to enter the setup menu on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were unable to press the options button to enter the setup menu on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.